Event description:
Customer reports that the device shows mmol/l on the display. Customer reports that the device display is obstructed by lines on the display as well. No results produced by the device while mmol/l on the display. Requested return of suspect device, and replacement was sent.